Event description:
Info received indicates the brake/steer caster would ratchet from side to side when in brake.

Manufacturer narrative:
The technician replaced the brake/steer caster to repair the bed.